Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had a manufacturing representative (rep) check the device several months ago anyway and they said the device wasn't connected to the bladder the way it should be. The issue started 9 months to a year ago. The urologists tried to get it to work and they couldn't make one of the programs work. They couldn't get it to go on program 7. They told the patient to turn the device off for a while and then turn it back on to see if it made a difference even if it was just a little different. They had not come to a conclusion yet if it was working or not. They were in a lot of pain right now. Walked caller through putting the device into MRI mode. Redirected patient to hcp about if ok to have MRI with system not working properly. On 2025-dec-17 additional information was received from a manufacturer representative (rep). The rep reported that they were not sure what the patient meant by the ¿device was not connected to the bladder the way it should be.¿ the device didn't connect to the bladder; the lead was placed at s3 so that would not have been communicated to the patient on our side. They said that the doctor requested a regular reprograming appointment on (B)(6) 2025. We interrogated the device on the clinician side and saw that the device was having some impedance issues. The physician was made aware and decided to order x-rays for the patient and have them come back for a follow up appointment with their x-rays ¿ in hand¿ so that they could assess and decide what the next steps were with the patient. In the meantime, the rep provided education on use of the programmer and communicator. The patient was changed from program 6 to program b.